Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and unknown right atrial (ra) lead exhibited a rise in threshold measurements, a decrease in pace impedance measurements and intermittent noise that was recorded. The unknown ra lead was surgically abandoned, and this pacemaker was explanted successfully. A leadless pacemaker was implanted in place. This patients condition remained stable throughout. No additional adverse patient effects were reported.